Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ calcification-breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side calcification. Patient later reported left side rupture and capsular contracture baker grade ii. Device has been explanted and replaced. Partial capsulectomy was performed.